Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a replace now battery alarm and power error detected alarm. The customer¿s blood glucose level was unknown. It was reported that they had power failure. The troubleshooting was performed and was instructed with steps to resolve the alarm. The customer reported that they had frequent replace battery alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised the pump will need to be replaced. The customer was advised replace battery cap and was advised to monitor the pump and call if problems persist. The insulin pump will not be returned for analysis.